Event description:
The customer stated a sample from a pregnant patient was received from a healthcare center and generated repeat reactive results on the axsym hiv ag/ab combo assay. The sample was sent to the hiv national reference lab institute of public health (isp) for confirmation. The sample was reactive for the following hiv combo assays: uniform, murex, axsym and murex hiv ag mab (ag p24). Tritherapy was initiated. A second sample obtained from this patient generated nonreactive results on axsym hiv ag/ab combo. The first sample was thought to be contaminated. No injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.